Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the exhalation flow sensor and the device then passed all testing.

Event description:
It was reported that during patient use, a ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported evidence of user error. If information is provided in the future, a supplemental report will be issued.